Manufacturer narrative:
The primary complaint was confirmed. A user advisory (ua) 12 (lifeband not present) was observed during archive data review and functional testing. To resolve the issue, the belt switch assembly was adjusted to a parallel position. During visual inspection, (unrelated to the complaint) the battery lock was observed bent and the front enclosure missing one of the grip strip. Review of the archive data found the ua12 occurred between (B)(6) 2017. The platform failed functional testing due to an intermittent ua12 error message. The autopulse platform is a reusable device and was manufactured on 12/31/2011. Therefore, this type of issue is characteristic of normal wear of the device. After the belt switch assembly was adjusted, the platform was further evaluated with a test mannequin. No further issues occurred. Additional repair and update was completed (unrelated to the reported complaint) to ensure that the autopulse platform is functional and remains current. The power distribution board and battery lock were replaced and the software was updated. The platform passed all final testing criteria.

Event description:
After powering on the autopulse platform (sn: (B)(4)) during a shift check, it was reported that the platform did not contract to size the mannequin. According to the reporter, it is not known if any error message occurred.